Event description:
The complainant reported the aic (automated impella controller) experienced purge disc/flag issues. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has not been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.